Manufacturer narrative:
Submit date: 08/10/2016. An investigation of kangaroo epump was performed for the reported condition of, ¿the customer reports that the unit is not delivering properly.¿ the unit was triaged and tested. The unit passed testing; no issues were found. Kangaroo joey was manufactured in 2015. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien 04/14/2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit is not delivering properly.